Manufacturer narrative:
Sex of patient: unknown, not provided. Date of event: unknown, was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct600 26.0 diopter intraocular lens (iol) was implanted into the left eye (os) of the patient on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to unexpected post-operative refraction. There was no incision enlargement or vitrectomy. The lens was replaced with the same model, but a different, smaller diopter of 15.0. Reportedly, there was no patient injury and the patient is doing perfectly fine and happy. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 1/30/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.